Event description:
The customer stated that she was hospitalized with a high blood glucose of 424 mg/dl. The customer experienced nausea, dehydration and body aches. The customer stated that she realized the screen was blank on the unit, and removed it from her body. After inspecting it, she realized that the screen was blank because the battery cap was cracked, therefore not making any battery contact. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.